Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for post lumbar laminectomy syndrome and spinal pain. The patient reported that their implantable neurostimulator (ins) caused them so much pain, so in 2018 they had a revision surgery to move the ins to their butt cheek. The patient stated that their physician took an x-ray and saw something lying on their nerve. They added that the physician then explanted the device, and the patient was implanted with another manufacturer¿s device.